Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-jul-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent birth control. After implantation, consumer began to experience severe abdominal pains, as well as, irregular, heavy and painful bleeding. These pains started out as mild, however, gradually increased in intensity as time passed. In (B)(6) 2013, she underwent a hysterectomy as a definitive solution to the symptoms that she was experiencing. A quality-safety evaluation was received on 11-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who started experiencing severe abdominal pains after essure (fallopian tube occlusion insert) insertion for permanent birth control. One year and four months later, she underwent a hysterectomy. Abdominal pain is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pains/sharp pain abdominal") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multiparous. Tubal occlusion status post essure in (B)(6) 2011. Normal-appearing uterine cavity with essure inserts located within the corneal region and no evidence of perforation or hypersensitivity reaction to the insert. Findings: normal-appearing laparoscopy without evidence of perforation or transection of the fallopian tubes and no foreign bodies retained within the abdomen. No evidence of ovarian cyst, endometriosis or pelvic adhesive disease. Final hemostasis achieved. Surgical path report: diagnosis: uterus, fallopian tubes, supracervical hysterectomy: secretory endometrium. Previously administered products included for an unreported indication: erythromycin, ceclor, doxy and bactrim. Past adverse reactions to the above products included drug hypersensitivity with bactrim, ceclor, doxy and erythromycin. Concurrent conditions included pelvic pain and dyspareunia. Family history included hypertension, heart attack, breast cancer and diabetes. Concomitant products included drospirenone + ethinylestradiol + levomefolate calcium (safyral) and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("heavy bleeding/abnormal bleeding (vaginal, menorrhagia),"), 1 year after insertion and 9 months 20 days after removal of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / I was in so much pain"), menstruation irregular ("irregular bleeding"), dysmenorrhoea ("painful bleeding /dysmenorrhea (cramping)"), vaginal haemorrhage ("a"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in mouth"), the first episode of back pain ("back pain"), migraine ("migraine") and the second episode of back pain ("back pain"). The patient was treated with surgery (laproscopic supracervical hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, headache, dyspareunia and dysgeusia had resolved and the menstruation irregular, migraine and the last episode of back pain outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: insertion details: successful bilateral placement of the essure microinserts at the level of tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: negative. Smear cervix - in (B)(6) 2012: results: abnormal pap. Quality-safety evaluation of ptc: a quality-safety evaluation was received on 11-aug-2016. Ptc global number 2016-035716. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received. Reporter's information was updated. Added event pelvic pain , abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), headaches, dyspareunia, metal taste in mouth, back pain, migraine. Updated outcome of events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pains/ pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multiparous. Previously administered products included for an unreported indication: bactrim, erythromycin, ceclor and doxy. Past adverse reactions to the above products included drug hypersensitivity with bactrim, ceclor, doxy and erythromycin. Concurrent conditions included pelvic pain and dyspareunia. Family history included hypertension, heart attack, breast cancer and diabetes. Concomitant products included drospirenone + ethinylestradiol + levomefolate calcium (safyral) and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year after insertion and 9 months 20 days after removal of essure, the patient experienced menorrhagia ("heavy bleeding/ abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain had resolved and the menstruation irregular, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and menstruation irregular to be related to essure. The reporter commented: insertion details: successful bilateral placement of the essure microinserts at the level of tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Smear cervix - in (B)(6) 2012: abnormal pap. Tubal occlusion status post essure in (B)(6) 2011. Normal-appearing uterine cavity with essure inserts located within the cornual region and no evidence of perforation or hypersensitivity reaction to the insert. Findings: normal-appearing laparoscopy without evidence of perforation or transection of the fallopian tubes and no foreign bodies retained within the abdomen. No evidence of ovarian cyst, endometriosis or pelvic adhesive disease. Final hemostasis achieved. On (B)(6) 2009, smear cervix: (B)(6). Surgical path report: diagnosis: uterus, fallopian tubes, supracervical hysterectomy: secretory endometrium quality-safety evaluation of ptc: a quality-safety evaluation was received on 11-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: reporters details added. Aka names added. Event added "did not undergo an essure confirmation test". Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pains/sharp pain abdominal") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multiparous. Tubal occlusion status post essure in (B)(6) 2011. Normal-appearing uterine cavity with essure inserts located within the corneal region and no evidence of perforation or hypersensitivity reaction to the insert. Findings: normal-appearing laparoscopy without evidence of perforation or transection of the fallopian tubes and no foreign bodies retained within the abdomen. No evidence of ovarian cyst, endometriosis or pelvic adhesive disease. Final hemostasis achieved. Surgical path report: diagnosis: uterus, fallopian tubes, supracervical hysterectomy: secretory endometrium. Previously administered products included for an unreported indication: erythromycin, ceclor, doxy and bactrim. Past adverse reactions to the above products included drug hypersensitivity with bactrim, ceclor, doxy and erythromycin. Concurrent conditions included pelvic pain and dyspareunia. Family history included hypertension, heart attack, breast cancer and diabetes. Concomitant products included drospirenone + ethinylestradiol + levomefolate calcium (safyral) and ondansetron (zofran). On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, the patient experienced menorrhagia ("heavy bleeding/abnormal bleeding (vaginal, menorrhagia),"), 1 year after insertion and 9 months 20 days after removal of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / I was in so much pain"), menstruation irregular ("irregular bleeding"), dysmenorrhoea ("painful bleeding /dysmenorrhea (cramping)"), vaginal haemorrhage ("a"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in mouth"), the first episode of back pain ("back pain"), migraine ("migraine") and the second episode of back pain ("back pain"). The patient was treated with surgery (laproscopic supracervical hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2012. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, headache, dyspareunia, dysgeusia and migraine had resolved and the menstruation irregular and the last episode of back pain outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: insertion details: successful bilateral placement of the essure microinserts at the level of tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: negative. Smear cervix - in(B)(6)2012: results: abnormal pap. Quality-safety evaluation of ptc: a quality-safety evaluation was received on (B)(6)2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event migraine outcome updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
(B)(4).